Manufacturer narrative:
Product is scheduled to be returned but have not been received in by the manufacturer at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. In addition, the time delay option is to allow some patient movement without setting off alarm, but still give sufficient warning when patient attempts to get off of a sensor pad. This is especially useful when connected to the nurse call system to minimize false alarms. The IFU states, assess patient frequently to ensure that a time delay is appropriate. Set the delay at zero (0) with patients at extreme risk of injury from a fall associated with an unassisted bed, chair or toilet exit. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4). No product returned at this time.

Event description:
Customer reported that when pressure is taken off the sensor the alarm does not sound. The end user is using the alarm with a chair sensor. The date the issue was discovered is unknown and no patient incident or injury was reported. No further information provided.

Manufacturer narrative:
Updated conclusion code. Despite multiple attempts, the product was not returned to manufacturer for analysis. Without the device, the reported issue could not be confirmed and possible causes of the failure could not be determined. Historical data review of similar complaints revealed that the most likely cause of the reported complaint is damaged wires. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states: if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, nor corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assess, documented and acted upon as warranted. Manufacturer reference file #2018-01161.

Event description:
Supplemental required for additional information.